Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, it was impossible to perform a device interrogation; when the associated tablet was switched on, a message requesting the administrator code was displayed. After switching off and on again, the tablet restarted normally.

Event description:
Reportedly, it was impossible to perform a device interrogation; when the associated tablet was switched on, a message requesting the administrator code was displayed. After switching off and on again, the tablet restarted normally.

Manufacturer narrative:
Please refer to the attached analysis report.